Manufacturer narrative:
D10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals were all intact and no physical damage was found on the device upon receipt. An error code was found in the ehl (event history log). The customer reported issue was not confirmed during the investigation as the occlusion detection level of the downstream occlusion sensor was within the standard. Root cause of the reported issue is unknown as no fault was found. Preventively, replace the downstream occlusion sensor and the upstream occlusion sensor was recalibrated. The product is beyond 2 years from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. UDI number is unknown. No information has been provided to date.

Event description:
It was reported that during the use of the pump, a high pressure alarm regularly went off. So the customer re-attached the cassette, and after that, the alarm was cleared. There was no patient injury.